Manufacturer narrative:
The MFR received the compressor for eval. The device passed all testing and performed to specification. This device is not life sustaining or supporting. The MFR concludes no further action is required.

Event description:
The MFR received info alleging an inspiration compressor was delivering very little medication through its nebulizer. There was no allegation of harm at that time. The pt was advised to contact his provider to get a replacement device. The pt did not contact his provider, and he subsequently alleged he became ¿short of breath¿ and required hospitalization approximately a month later due to not receiving sufficient medication from the nebulizer. There was no report of serious or permanent injury. (B)(4).